Manufacturer narrative:
The connection post of the reusable femoral impactor head broke off inside the impactor handle. The case was completed successfully. Investigation of the affected lot of material indicated that there was a specified radius missing at the bottom of the connection post where the fracture reportedly occurred.

Event description:
The connection post of the reusable femoral impactor head broke off inside the impactor handle. The case was completed successfully.